Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The screw was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with misalignment of the mas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a plif at l2/3. After completion procedure on one side, the nut on another side could not be broken off because the nut had been cross threaded. The second nut was tried on, the same thing happened again. Finally the pedicle screw was replaced the procedure could be completed.